Event description:
A non-healthcare professional reported via health authority that vitrectomy probe could not cut during vitrectomy surgery. It was unknown how the surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).